Manufacturer narrative:
Internal report # (B)(4). Meter and test strips were returned for evaluation. No defect was detected. Most likely underlying root cause: mlc-55: user had an inaccurate reference: competitor's meter: the end user is comparing results obtained from trividia's bgm system to the results from a competitor's bgm system. Test strips UDI: (B)(4). Note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for high blood glucose test results. Mother is calling on behalf of the customer, her (B)(6) year-old son. The customer is concerned with test results from meter to meter comparison of 497 mg/dl using meter and 308 mg/dl using another device. Customer was also concerned with results from the meter memory of 470, 164, 216, 226 and 189 mg/dl. Mother did not disclose customer's expected blood glucose test result range; mother stated customer was recently diagnosed with juvenile diabetes on (B)(6) 2019. At the time of the call the customer felt well and did not report any symptoms. Mother reported a past adverse event stating that while going to a dentist appointment on (B)(6) 2019, customer had obtained a result of 497 mg/dl fasting using meter. The dentist's office was next to the hospital and mother was instructed to bring customer to the ER. At the hospital, the customer's blood glucose test result with the hospital meter was 308 mg/dl fasting. Mother stated the result was obtained within 30 minutes of the 497 mg/dl. Mother was told to administer the customer's regular insulin. Customer was discharged the same day and his morning lantus dosage was increased from 12u to 14u. Customer continued using the meter. During the call, a back to back blood test was not performed by the customer. The product is not stored according to specification and it is stored in the kitchen. The test strip lot manufacturer's expiration date is 09/30/2020 and open vial date is 08/06/2019. The meter memory was reviewed for previous test result history: (B)(6).